Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. External insulation abrasion was noted at 21.2-21.7cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. (B)(4). (B)(6).